Manufacturer narrative:
The patient data file was reviewed and revealed three low cardiac output alarms thus confirming the customer-reported issue. The companion 2 driver passed all incoming functional test requirements. Upon further testing the customer-reported issue was reproduced with the driver not displaying pressure data and displaying very low cardiac output. Internal inspection revealed a faulty pin on the right-side pilot valve (clippard) cable which was making an intermittent connection. With intermittent connection, the driver would operate as intended intermittently depending whether the pin was making connection. The root cause of the customer-reported issue was a malfunction of the pilot valve (clippard). This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver passed the system check but when attached to a patient simulator, it did not generate right side waveforms. The driver was tested again the following day and it functioned as intended.